Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the table top illuminator was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the main light source was out during setup/calibration. The backup source was used to initiate and complete the procedure. There was no patient involvement.